Event description:
The surgeon reported the footswitch didn't respond during the surgery. The surgery was prolonged for 1.5 hours while the staff arranged for a replacement system. The patient was under general anesthesia. The system was switched out and the surgery was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company technical service technician examined the footswitch. A sponge stick was lying under the footswitch. The company technical service technician removed the sponge stick and cleaned the footswitch. The footswitch was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for this system. This report was mailed to FDA on: 03/11/2009.